Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified atrioventricular artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilatation. However, during the first inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 6.0 x 40 mustang balloon catheter. No patient complications nor injuries were reported.